Manufacturer narrative:
New information added to the following fields: d8 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause of the foreign material remaining in air/water cylinder and air/water channel cannot be determined. However, olympus does not recommend use of simethicone during reprocessing. There is a risk of residual simethicone even with proper reprocessing in accordance with IFU. In regards to the burn on the plastic distal end cover, based on the results of the investigation, a definitive root cause could not be determined. Olympus presumed that when high-energy endo therapy accessory is used without ensuring a sufficient distance from distal end, the event may occur. However, despite three attempts performed to obtain additional information, but no response was received from the customer whether the user used high-energy endo therapy accessory. Therefore, olympus could not determine the cause. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): user can prevent the suggested event of foreign material by handling the device in accordance with IFU below. Operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. User can detect the suggested event of a burn on the cover by following IFU below. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may prevent the suggested event of a burn on the cover in accordance with IFU below. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning:never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited air/water cylinder and air/water tube have foreign objects, and a burn on the plastic distal end cover. There were no reports of patient involvement.